Manufacturer narrative:
Bluewind medical is providing this report in compliance with FDA 21cfr part 803. The device was explanted. As a result, a design history record review was performed to confirm the sterility of the implant. Based on the documents reviewed and the interviews with physicians the implant location and positions appeared normal, with only mild peri-incisional erythema.

Event description:
Physician reached out to bluewind medical-rep to notify that patient is infected and she will be explanted implant the next day. Physician reported the following: patient had been seen at least twice if not 3 times post op and was on her third course of antibiotics and was progressing. According to md, purulence was emanating from the wound and signs of proximal infection up the leg were present in addition to persistent pain. Md made clinical decision to explant. Bluewind medical chief medical officer notes based on pictures taken before and during explant: photos showed no sign of proximal extension, no purulence either superficially or deep in the wound. A normal appearing implant location and positions, and only mild peri-incisional erythema. Device was explanted without consequence. Md made comments as to essentially non-problematic wound appearance.